Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the bur broke. It was also reported that there was no medical intervention and no adverse consequences, or no delays were reported. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a procedure, the bur broke. It was also reported that there was no medical intervention and no adverse consequences, or no delays were reported. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.